Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer went to the emergency room and was subsequently admitted to the hospital's intensive care unit with a blood glucose (bg) level of 547 mg/dl, with high ketones which were identified as dangerous by a healthcare provider. Customer attempted to self treat bg with a manual injections, however was treated intravenously with fluids of saline and insulin during hospitalization. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage. System check with tandem technical support confirm the pump was functioning as intended, and customer continued to use the pump for insulin therapy.